Manufacturer narrative:
(B)(4) no part will be returned to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a discrepancy between the temperature determined by the system-1 (aps1) oxygenator and that determined by the suspect shunt sensor by three degrees. The temperature at the probe on the aps1 oxygenator differed from that at the shunt sensor connected to the sampling line by three degrees. The temperature at the shunt sensor is lower by three degrees. The customer tried twice and the results were the same. The device was not changed out. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. No product was returned for evaluation and multiple diligence attempts received no response to get product back. The investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per the clinical review on 5-apr-2016: per the email from the subsidiary site: the hospital noticed the blood parameter monitor (bpm) shunt sensor temperature was about three degrees celsius lower than the arterial blood in the cardiopulmonary bypass circuit (cpb). The clinical team initially thought there was a malfunction in the shunt sensor, and they changed out the shunt sensor. After the shunt sensor was changed, the temperature inaccuracy remained. A back-up bpm unit (emdr #1828100-2016-00109) was brought to the operating room (o/r) to replace this unit. After the change out of the monitor, the temperature issue remained and they elected to use for the remainder of the procedure. They did not observe accuracy issues with other parameters. The procedure was completed successfully and there was no delay in the actual surgical procedure. There was no associated blood loss and no patient harm was observed.

Manufacturer narrative:
This complaint is related to emdr #1828100-2016-00181 and #1828100-2016-00108.

Event description:
Corrected information:as a result, an alternate device was employed.